Event description:
There are two clips for the needle to snap into. The one closest to the base of the needle engages the needle, but the one near the tip does not, resulting in the needle being bent outwards and the sharp end is readily accessible.